Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly noted. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received with cracked case at display window corners. The pump was received with scratched lcd window, and missing end cap sticker. The pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 492mg/dl. The customer treated the high with the pump. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.